Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of multiple no delivery alarms. The customer's blood glucose level at the time of incident was 430mg/dl. The customer states treating with bolus. Troubleshoot was not able to be conducted at the time. The customer did not wish to return the set or reservoirs for analysis. No further assistance was needed.